Event description:
It was reported that an occlusion alarm occurred. Blood glucose was not impacted. Multiple attempts were made to gather additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.